Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (code 204 / gong alarms) was confirmed. Upon evaluation, the trunk cable connector was cracked and there was an open white (drvn gnd) wire and an open green (+3.3v) wire inside the trunk cable. The cause of the code 204 and gong alarms is the cracked connector and open wires. The root cause of the cracked connector and open wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and service code 204.